Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip clip delivery system (cds) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because during use of the device the leaflet was noted to be torn, which is considered to be a permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy due to a small left atrium. Clip delivery system (cds) 50415u106 was advanced and the clip was placed without issue; however, resistance was met during removal of the gripper line. Troubleshooting steps were performed; however, the gripper line could not be removed and subsequently separated. The cds including the clip and separated gripper line were removed without intervention. Cds 50616u135 was advanced and the clip was deployed without issue; however, a residual mr jet was noted and the posterior leaflet was noted to be torn. No additional treatment was performed, and the procedure was completed with mr grade of 3, no adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular and the manufacturing records. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of tissue/leaflet damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.